Event description:
Defective cable - there was no signal showing. The cable was removed and replace with no harm to the patient clinical site notified mfg rep directly about event and return of product. Manufacturer response for cable, (brand not provided) (per site reporter).